Manufacturer narrative:
Sections with additional information as of 11-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury."

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-2 message. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer went to the hospital on (B)(6) 2019 and was discharged on (B)(6) 2019. Customer stated that her blood glucose was 64 mg/dl fasting at the hospital. Customer stated that she was given juice and food to help bring up her blood glucose, was kept overnight for observation, and was discharged this morning. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test results of e2 using meter. The test strip lot manufacturer¿s expiration date is 03/31/2021 and open vial date is two days ago. The meter memory was not reviewed for previous test result history.